Event description:
The lay user/pt's husband contacted lifescan (lfs) on 2/12/07 and alleged that the pt's one touch ultra meter was not counting down. Lfs UK was not able to reach the pt to obtain further info. The husband reported that in the morning in 2007, the pt was having low blood glucose symptoms (confused, hot, and shaky), but the meter would not give a reading. Te husband called an ambulance and the paramedics arrived at 3:05am. The pt's blood glucose level on the paramedics's meter was 2.1mmol/l and she was given glucose, food, and drink. A retest was performed with a result of 3.2mmol/l at 3:35am and the paramedics left. The last result on the subject meter was 9.9mmol/l one day before. The pt is on insulin (type/dosage not provided) and tests her blood glucose 5 times a day. At the time of troubleshooting, it was verified that the test strips were drawing in the blood sample into the test area. A control solution test was attempted over the phone with two different vials of test strips, but the issue was not resolved. Time the blood glucose symptoms started, any info regarding events prior to experiencing the symptoms, her diabetes medication regimen, and what self-treatment the pt administered prior to the paramedics arriving. Although there such insufficient info, this complaint is reported because the pt was not able to test on the meter due to the unresolved issue, experienced symptoms suggestive of hypoglycemia, which was confirmed by the paramedics' meter and the treatment administered.